Manufacturer narrative:
As reported, the ¿coil part¿ of a 0.018" straight tip sv short 180cm peripheral steerable guidewire (pgw) got stretched during use, the complaint device was replaced with another unknown device and the procedure continued. There was no reported patient injury. The device was being used in a pediatric percutaneous transluminal angioplasty (pta) case. One non-sterile unit of a pgw .018 sv short 180cm st was received for evaluation. During visual inspection, the unit was noted to be separated into two parts at the distal tip. No other damages or anomalies were observed during visual inspection. Sem analysis presented evidence of increased surface roughness, elongations, and striation patterns near the separated sections. A product history record (phr) review of lot 35264005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿guidewire-unraveled/stretched¿ was not confirmed. This condition was not observed. However, the malfunction ¿guidewire -fractured-separated¿ was confirmed. The wire was separated into two pieces. The increased surface roughness, elongations and striation patterns identified near the separated sections are commonly associated with plastic deformation, which occurs when materials are exposed to excessive mechanical stress. This happens when the resistance properties are overloaded resulting in fatigue failure. The exact cause of these findings cannot be conclusively determined during the analysis however, handling factors and/or patient vessel characteristics may be contributing factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿cordis guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the peripheral vasculature. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature, and small side branches.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the ¿coil part¿ of a 0.018" straight tip sv short 180cm peripheral steerable guidewire (pgw) got stretched during use, the complaint device was replaced with another unknown device and the procedure continued. There was no reported patient injury. The device was being used in a pediatric percutaneous transluminal angioplasty (pta) case. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was expected to be returned for evaluation; however, no product return information was provided.